Event description:
It was reported that the atrial markers were missing from the remote monitoring transmission. Atrial lead undersensing was suspected. The lead remains in use with continued monitoring by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.